Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of battery out limit, failed battery test, off no power anomaly, spi to motor pic communicator error and damage from the insulin pump. The customer's blood glucose reading was 4.4 mmol/l. The customer was on manual injections during the time of the call. The customer stated that the alarm did not occur during the rewind sequence. The customer was unable to rewind the pump because it kept restarting. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.